Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas and evaluated on 05/11/2015 with the following findings: the battery cap was unable to fully tighten onto the pump. The battery cap measurements were within specifications. There were battery compartment cracks observed in the thread area and below the grip pad. The black box data from date of the alleged issue has been over written due to continued use of the pump. No pump reboot events were observed in the current black box information. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No intermittent power events were duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.